Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer e-mail stated that one of the toothbrush brush heads broke while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated that one of the toothbrush brush heads broke while brushing. No injury was reported.